Manufacturer narrative:
H3, h6: a software analysis was initiated, and it was determined that software functioned as designed. Bad placement of targets (over a structure that appear to be an artery) caused the described targets temperature behavior. In addition, temperature drift mitigation procedure was not followed. A 4.7 celsius per 10 minutes average decaying drift was present during the reported session. Also, a high power laser application of ~ 12.45 watts for 4 minutes and 43 seconds exceeded recommendations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: m016445c001, version: 3.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that on the first fiber's fourth temperature map (tmap), the two low targets went from reading normal body temperature to 10-12 degrees and around 20 degrees during ablation. When the laser was turned off, the temperature raised slightly, but did not go back to normal baseline temperature. It was noted that it could have been phase drift or noisy area of signal. There was no delay and no impact to the patient's outcome.